Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 39 mg/dl. Reportedly, the customer stated that recent basal settings adjustment by a healthcare provider may have contributed to bg. Additionally, customer reported that low bg was common. Bg was addressed with carbohydrates as well as trail mix and bg increased to the 300's (mg/dl).